Event description:
Consumer complaint of low blood glucose results. Per the caller, results in memory from (B)(6) at 8:53 pm and 8:33 pm respectively were 52 mg/dl and 47 mg/dl. Caller states his glucose is normally 140 mg/dl- 150 mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4). MFR's number is corrected.